Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after a chronic total occlusion of the right coronary artery interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Another proglide was used to achieve hemostasis. However, the patients external iliac was perforated about 2cm proximal to access site which was likely linked to the sheath/guide interaction as there were 19 guide catheter exchanges. Patient lost significant amount of blood due to perforated external iliac. A covered stent was placed and the patient stayed in the intensive care unit when doing the blood transfusion. Hospitalization was prolonged due to the perforation. A clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of perforation of vessels and hemorrhage are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The reported difficulty and subsequent patient effects and treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.